Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2020-apr-07 reporting that the device was replaced on (B)(6) 2020 and discarded by the customer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that the patient saw an elective replacement indicator (eri) message about 2 months prior to the report. The rep stated that they will review with the patient the expected time to end of service (eos), and schedule a replacement when necessary. No further complications or patient symptoms were reported or anticipated.